Event description:
It was reported that the surgical table was allegedly unlocking during a surgical procedure. There was no reported injury to the patient or user. The table was inspected by a berchtold service technician and the issue could not be duplicated.

Manufacturer narrative:
The table was inspected by a berchtold service technician. The technician looked over the table and ran it through all of its functions. The issue could not be duplicated and the table was in working order.